Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that they had been hospitalized due to high blood glucose levels. They did not report specific bg levels, details of what occurred prior to hospitalization or treatment provided while at the hospital. Attempts have been made for additional information on the event and name of the healthcare facility. At this time, insulet has not received the name of the healthcare facility. If the information is received it will be submitted in a follow up report.